Event description:
It was reported that during a laparoscopic cholecystectomy procedure the safety shield did not function, trocar could not be activated. Another device was used to complete the case with no patient consequence.